Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital due to unknown reasons. Upon interrogation, it was noted that the right ventricular - rv lead exhibited an insulation anomaly. The rv lead was capped and replaced (B)(6) 2021. The patient condition was unknown.

Manufacturer narrative:
Correction: b1 - adverse event should be excluded as the malfunction was observed during pacemaker explant procedure, b2 - required intervention to prevent permanent impairment/damage (devices) should be excluded as no adverse event occurred, h1 - should be malfunction instead of serious injury, and h6 - should be "4632 - prolonged surgery" instead of "4625 - additional surgery."

Event description:
It was reported that the patient presented for a pacemaker explant procedure. During the procedure, it was noted that the right ventricular - rv lead exhibited an insulation anomaly. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.